Event description:
A pump malfunction alarm 20 was reported while the device was in use. There was no adverse impact to the customer's blood glucose level. The pump was not replaced as it was out of warranty, and no additional corrective actions were mentioned.